Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclave was performed by mistake on the subject device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient), a6 - race, a5 - ethnicity, b5, b6, b7, d4, d8, d9, h2, h3, h4, h6, h11. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ccd flooding and cable leakage due to scratches on the cable. Based on the results of the investigation, it is likely the following led to the malfunction: a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclave was performed by mistake on the subject device. The issue was identified during reprocessing. There was no patient involvement.